Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited the emergency room due to hypoglycemia on (B)(6) 2020 with a blood glucose level of 15 mg/dl. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Customer did allege the insulin pump was over-delivering. Customer was using the auto mode. The insulin pump will be returned for analysis.